Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer was tested on his meter by his wife (while unconscious) and had a reading of 284 mg/dl at 8:50 am then was tested on a paramedics meter and had a reading of 47 mg/dl at 9:00 am. After the paramedics arrived and checked his blood sugar they gave him a glucose gel and brought him hospital where he declined to be admitted. Meter and strips replaced and requested for return.